Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient tried to have their device adjusted down as far as possible, but they were still having headaches, pain, and balancing issues. It was noted the headaches and pain were alleviated for a while after adjustment, but were now coming back.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted in (B)(6) 2017, but by early june started having headaches and pain in their head. It was also stated that they were hearing ringing in their ears and felt something that they described as an "electrical shock." The patient had reportedly spoken to their surgeon, and the surgeon said that the valve was turned to the lowest setting, but there may be ¿some kind of draining going on.¿ the option the surgeon had mentioned to them was having it removed.